Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that after using electrocautery device, surgeon noted thermal injury in the antral area of the stomach. This was significantly removed from the area of dissection in the area where electrocautery had been applied. Inspection of the hook cautery that had been used during the surgery and a very small break in the insulation was noted approximately 4 cm from the tip of the device. This explained the thermal injury noted on the antrum well away from the dissection site. This area was carefully inspected and the injury appeared to be superficial. The area should be imbricated to exercise additional caution. Per comments of onsite (B)(6) manager, the processing technician (employee of (B)(6)) did not follow processing protocol and perform the insulscan testing prior to releasing the instrument for the case. Visual inspection on (B)(6) 2014: device was visual inspected by clinical engineering and identified a break down in insulation. Instrument: insulation testing (post event) on (B)(6) 2014: insulation testing was performed utilizing insulscan available to (B)(6) staff and is to be completed as part of device processing. Two locations of insulation breakdown were identified utilizing the testing device.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: poor autoclave reliability incorrect sterilization/reprocessing procedure handling procedures contact forces product used beyond defined useful life in sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that after using electrocautery device, surgeon noted thermal injury in the antral area of the stomach. This was significantly removed from the area of dissection in the area where electrocautery had been applied. Inspection of the hook cautery that had been used during the surgery and a very small break in the insulation was noted approximately 4 cm from the tip of the device. This explained the thermal injury noted on the antrum well away from the dissection site. This area was carefully inspected and the injury appeared to be superficial. The area should be imbricated to exercise additional caution. Per comments of onsite surgitech manager the processing technician (employee of (B)(6)) did not follow processing protocol and perform the insulscan testing prior to releasing the instrument for the case. Visual inspection on 11/24/2014: device was visual inspected by clinical engineering and identified a break down in insulation. Instrument: insulation testing (post event) on (B)(6) 2014: insulation testing was performed utilizing insulscan available to surgitech staff and is to be completed as part of device processing. Two locations of insulation breakdown were identified utilizing the testing device.